Event description:
On (B)(6) 2014, the following info was reported to systagenix by the distribution rep: the customer alleged the tielle plus sacrum hydropolymer adhesive dressing was "breaking down her skin."

Manufacturer narrative:
Based on info provided, it cannot be determined that the alleged skin breakdown is related to tielle plus sacrum hydropolymer adhesive dressing. There have been several attempts made to gather additional info, but there has been no response. Kci has not been able to obtain sufficient info to establish a root cause.